Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implanting the device the right ventricular (rv) lead threshold were measured three days at a follow up. High thresholds were noted as well as loss of capture and a suspected perforation. An rv lead dislodgment was alleged. A revision took place and the rv lead was re-positioned. A follow up was done one week later and normal values were noted. No additional adverse patient effects were reported.